Manufacturer narrative:
D.6b explant date was received and was added. The investigation for the pump stop has been completed. The impella was returned for evaluation. No data logs were returned. The product was inspected and after clearing the dextrose buildup, a large impeller purge gap was observed. The pump was run in the lab and the pump stop reproduced. According to the clinical details, the pump stop occurred on day seven of support. The patient was not properly anticoagulated. The root cause of the pump stop was a bearing wear product malfunction as the pump stop occurred within design life. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock: section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ d.4 unique identifier (UDI) # was revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12443. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12443 and should not have been. G.1 revised manufacturing site name and address section as previously entered incorrectly on manufacturer device report number 1220648-2024-12443. H.3 if the device was not evaluated should of reflected device evaluation anticipated, but not yet begun on the initial manufacturer device report number 1220648-2024-12443. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of initial manufacturer device report number 1220648-2024-12443 in accordance with updated procedures.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a 64-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient experienced sudden pump stop, the staff tried several times to restart the pump without success. The staff had a suspicion of clot; therefore, the pump was removed. The patient did not suffer any consequences and the patient was anticoagulated due to surgical heart intervention the day before. The patient is stable.

Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024 and therefore,¿an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿